Manufacturer narrative:
A proposal for diagnosis and repair was issued by ge healthcare technical support. The proposal was not accepted. There was no ge employee visit to this site, therefore the repair is unknown. No report of patient involvement. A proposal for diagnosis and repair was issued by ge healthcare technical support. The proposal was not accepted. There was no ge employee visit to this site, therefore the repair is unknown. No report of patient involvement.

Event description:
The hospital reported a leak in the suction system which reduces suction. There was no report of patient involvement.